Manufacturer narrative:
Continuation of concomitant products: 6935m55 lead implanted on (B)(6) 2021.

Event description:
It was reported that a week after implant the right atrial (ra) lead exhibited undersensing on current and stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.